Manufacturer narrative:
As received a complete lead with a guidewire and an implant tool were returned in one piece for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that during the implant procedure, the left ventricular lead was difficult to travel through the sheath and was unable to be placed in place. The lead was not used, and a new lead was implanted. The patient was in stable condition.